Event description:
It was reported that the customer is making a general complaint with the seldinger needle in this set that the tip is too blunt. In order to puncture the vein of a baby a relative force needs to be applied to pierce through the skin and tissue. When the force is applied, they are puncturing through the vessel the tip of the needle stops in the tissue behind the vessel wall. They are avoiding this risk by using a vygon needle of the same size from an arterial puncture set. The needle punctures easier and is more precise. They are using the arrow spring wire guide and catheter with the vygon needle. There have been no delays in treatment, no pt death, and no pt complications were reported. The pt outcomes were okay.

Manufacturer narrative:
(B)(4). Sample will not be returned.